Manufacturer narrative:
The investigation was carried out based on the given information. The pressure curve on the customer video of the reported event show an only slowly rising and falling pressure curve which indicates a sticking expiratory valve (peep valve). This goes along with the finding of the service technician who inspected and tested the machine on site. The service technician replaced the peep valve and adjusted the diaphragm of the peep valve according to the latest assembly and test instructions. Since then no further issues have been reported. In case slowly decreasing pressure during expiration it might happen that there is still an expiratory flow during the subsequent inspiration phase. If an expiratory volume of 15 ml or more is measured during the inspiration phase an "exp port leakage" alarm is issued. According to the provided video this condition was not fulfilled.

Event description:
It was reported that the tidal volume fluctuated from 200 ml to 800 ml during volume controlled ventilation on a patient. There was no injury reported.